Event description:
Pt found in bathroom slumped over toilet with blood all over floor. Blood was observed coming from the right subclavian perma-cath site. Blue & red tubing ports found on floor. Coded pt - pronounced at 0150.